Manufacturer narrative:
Investigation included review of device use history and user counseling on hypoglycemia management and pump/sensor setup. Investigation of this case revealed probable algorithm-driven overcorrection following preemptive carbohydrate intake at a not-yet-low glucose level. It was concluded that hypoglycemia occurred with cause unclear due to user management and automated correction interplay. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after being off the pump for several days without a sensor, with a nadir blood glucose of 29 mg/dl and recurrent lows following a bedtime value in the 80s; the agent assessed that ingestion of carbohydrates at 88 mg/dl preceded a glucose spike and subsequent automated correction that contributed to the severe low, and provided education on treating only values below 70 mg/dl and on resuming insulin and calibrating the sensor. Symptoms included severe low blood glucose with impaired glycemic control. Outcomes included recovery to 105 mg/dl after multiple administrations of oral glucose and continued device use following sensor calibration, without hospitalization.